Manufacturer narrative:
Asp investigation summary: the investigation included a review of the product return and system risk analysis (sra). ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the catalytic decomp filter was returned and tested. The catalytic decomp filter passed testing with no errors, reason for return was not confirmed. ¿the oil mist filter was returned and tested. The oil mist filter passed testing with no errors, reason for return was not confirmed. The assignable cause of the odor/smell issue is the oil mist filter and catalytic decomp filter. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the odor/smells issue. The field service engineer did not confirm there was a haze/mist issue while on site. Unit meets specifications and was returned to service on 09/23/2016. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of an odor and haze/mist/smoke emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. The customer indicated the unit could not be turned off as it was running a cycle. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.